Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts from proximal row 9 onwards distorted, lifted from the stent profile and stretched over the bumper tip. The product stent protector was not returned for analysis with the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was noted that stent damage occurred. A4.00x24mm synergy¿ drug-eluting stent was selected for use. When the stent protector was removed, it was noted that the distal area of the stent was stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that stent damage occurred. A4.00x24mm synergy¿ drug-eluting stent was selected for use. When the stent protector was removed, it was noted that the distal area of the stent was stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.